Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were inappropriate shocks delivered due to oversensing on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed the lead had dislodged due to twiddler¿s syndrome. The right atrial (ra) lead was also dislodged due to twiddler¿s syndrome. The rv lead was replaced and the ra lead was repositioned to resolve the event and the patient was stable following the procedure. Related manufacturer report number: 2017865-2018-19118.